Event description:
A doctor reported metal flakes found in a patient's eye after cataract surgery. The doctor suspects they came from the phaco tip. There was no harm to the patient. It is unknown what system was being used at the time of this event but additional information has been requested. This report will be filed against accurus as the last few service reports have been against the accurus.

Manufacturer narrative:
No phaco tip (unspecified item) was returned for metal flakes in the eye. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. (B)(4).